Event description:
During use of the device prior to the onset of cardiopulmonary bypass, the user reported the roller pump jammed and was unable to get any forward flow. The user also observed an "overspeed" error message. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a pt as a result of this event.